Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Ra lead damage was suspected, but could not be confirmed, to be the cause of the event.the patient reported experiencing minor heart palpitations which correlated with the ams episodes, however, it is unknown if related. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.